Manufacturer narrative:
The device was not returned to stryker for evaluation. Troubleshooting was done with the customer over the phone and the issue could not be duplicated. The cause of the reported issue could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device is not recognizing when the therapy pads are connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.